Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing worsening pain due to infection at the implantable pulse generator (ipg) site following an implant procedure. It was also stated that the patient was experiencing inadequate stimulation. Signs of redness was noted around the incision site. The physician confirmed that the infection was not device or procedure related but due to patient's poor wound healing. The patient was placed on antibiotics and was doing well.

Manufacturer narrative:
Correction to the initial MDR in blocks b5 and h6. Block b3: approximated based on the date the manufacturer became aware of the event. Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed that this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: the device was not returned for analysis and the complaint as reported could not be confirmed. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code adverse event related to patient condition and cause not established will be used.

Event description:
It was reported that the patient was experiencing worsening pain due to infection at the implantable pulse generator (ipg) site following an implant procedure. The patient was also having trouble with charging and therapy was not adequate. The stimulation was adjusted but it did not help the patient's pain. Sign and symptom of redness was noted around the ipg incision site. The physician confirmed that the infection was not device or procedure related but due to patients poor wound healing. The patient was placed on antibiotics and was doing well. Additional information was received that the patient underwent an explanted and was doing well postoperatively.

Event description:
It was reported that the patient was experiencing worsening pain due to infection at the implantable pulse generator (ipg) site following an implant procedure. The patient was also having trouble with charging and therapy was not adequate. The stimulation was adjusted but it did not help the patient's pain. Sign and symptom of redness was noted around the ipg incision site. The physician confirmed that the infection was not device or procedure related but due to patients poor wound healing. The patient was placed on antibiotics and was doing well.

Manufacturer narrative:
Correction to the initial MDR in blocks b5 and h6. Block b3: approximated based on the date the manufacturer became aware of the event.